Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 40 mg/dl and carbohydrates were consumed to address the low bg. The customer had delivered a meal bolus in anticipation for the meal; however, did not consume enough carbohydrates and was the cause of the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.